Manufacturer narrative:
(B)(4). New case information was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed reports, additional information was received on 09/09/2016, that the patient died on an un-specified date. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient effect of mitraclip component embolization and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that the patient had baseline chronic obstructive pulmonary disease. The clip remains stable on the leaflets with no evidence of mitral insufficiency. There is no direct relationship between the device and the reported death.

Event description:
Subsequent to the previous 3 medical device reports, the following information was provided: the patient died a couple weeks after surgery and the cause of death could not be confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for analysis and the reported detachment of the actuator assembly from device was confirmed to be due to a fractured mandrel. Through the investigation, it was determined that the reported inability to deploy the clip, detachment of device component, and noise were a result of the identified fractured mandrel. The issue of physical resistance during actuator knob rotation and tension on the mandrel resulting in inability to deploy the clip due to in a fractured mandrel was further investigated. It was determined that the issue was attributed to misuse conditions during the deployment sequence that leads to stored tension that is not eliminated by the one way actuator design. Abbott vascular issued a field safety notice on february 4, 2016 with revised clip deployment steps which address the misuse situation. Additionally, during analysis, it was found that one l-lock tab was detached and the other was twisted. It was noted by the physician that one l-lock was not observed on the distal tip of the device and could not be located. In the physician opinion it is likely that the l-lock was broken during troubleshooting maneuvers performed due to the force required to disengage the clip from the shaft during the surgical procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions will be addressed per operating procedures. The performance of these devices will continue to be monitored.

Event description:
Subsequent to the previous medwatch report filed, additional information was received: the physician reported that after (surgical) removal of the device, one l-lock was not on the distal tip of the device and was not found. The physician stated it could have been broken by the surgeon due to the force required to disengage the clip from the shaft or it was bent causing the issue in itself. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during the attempt to deploy the clip, the mandril separated, requiring surgery to cut the distal actuator wire from the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted. The second clip delivery system (cds) was advanced to the mitral valve. The leaflets were grasped without issue, reducing the mr to <1. The decision was made to release the clip; however, the arm positioner was at the close side of neutral. Resistance was felt while turning the actuator knob. On the eighth turn, a snap was heard. Fluoroscopy was checked, and it was found that the clip did not detach from the cds, as intended. The mandril was separated and moving freely, and was removed from the cds. The clip remained attached to approximately 10 cm of the actuator wire. Several maneuvers were performed to have the clip released without success. The mr remained at 1. Portions of the wire were cut away and the patient was sent to surgery to cut the remaining distal wire from the clip and leave the clip in place on the leaflets. This caused a clinically significant delay in the procedure. The day after the procedure, echocardiogram showed minimal mitral insufficiency and both clips were in situ on the leaflets. The mr remains at 1 and the mitral valve is good. No additional information was provided.

Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method. Abbott vascular has initiated a voluntary field action for the mitraclip delivery system on jan 28, 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance. The abbott vascular internal notification number for the mitra clip field action is 2024168-2/3/16-001-c. The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch:the surgeon reported that even when the clip was stabilized with a clamp, the device could not be turned off from the clip. The device and clip were held strongly with two clamps, and the device was able to be pulled off of the clip with force. The patient was reportedly in intensive care unit in stable condition post-operatively. No additional information was provided.